Event description:
It was reported that during cori tka procedure while mapping the femur the cori crashed. Surgeon had to turn the power off on the back of the unit, reboot, and restart the case from the beginning. The surgeon proceeded to prepare his patella while cori rebooted. The procedure was completed with the same device. Surgeon was delayed no more than 30 minutes because he had to start at beginning of work flow. No injury to patient.

Manufacturer narrative:
The product, ri cori (us), rob10024, (B)(6) used for treatment was not returned for evaluation; thus, a visual and functional evaluation could not be performed, and a relationship between the reported event and the device could not be determined. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. Although the reported problem was not confirmed, a factor that may have contributed to the reported symptom may be associated with a software issue. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation.